Event description:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR) and did not cause a serious adverse event, and not likely to cause serious injury upon recurrence.

Event description:
It was reported that the pulse generator exhibited a premature elective replacement indicator and was unable to be interrogated. The device was explanted and replaced.

Manufacturer narrative:
Please retract this report 2017865-2014-14478, this medical device should not have been reported as a medical device report (MDR).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.